Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to loss of capture while replacing the device due to eri. The physician turned off the left ventricular port and this lead was not replaced. Should add'l info become available this file will be updated.